Manufacturer narrative:
The customer did not return the defective device for evaluation but did provide the device logs for review. The logs confirmed the occurrences of the alarms. The results of the investigation showed that the inlet psi was below the 4.5 bar which indicates that there is an issue with the pressure regulator on the inspiration block. The customer was sent a replacement inspiration block to resolve the reported issue.

Event description:
Complainant reported constant technical failure 388 alarms. Complainant did not indicate patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.